Event description:
Patients wife reported that on (B)(6) 2022 the patient suffered from sudden cardiac arrest and was taken to the ER. When ER staff checked the device high thresholds were found. Later the next week the outputs were turned up to cover the high thresholds. The patient passed away on (B)(6) 2022. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The visual analysis revealed a bent distal end, which most likely resulted from the surgery due to mechanical stress. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.